Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3,000 ohms) and changes in morphology. The rv lead remains implanted. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).